Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00149, 3007963827-2022-00150, and 0002648920-2022-00130. Medical devices: femur cemented cruciate retaining (cr) standard left size 7, catalog#: 42502606201, lot#: 64465177. All-poly patella cemented 32 mm diameter, catalog#: 42540200032, lot#: 64776030. Natural tibia cemented 5 degree stemmed left size e, catalog#: 42532007101, lot#: 64659263. Stem extension tapered cemented 14 mm diameter +30 mm length, catalog#: 42557000114, lot#: 64722096. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised due to instability, lowered joint line, and poor patella tracking.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.